Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B)(6) 2013, covidien was informed of a customer who had an issue with a single lumen umbilical vessel catheter (uvc). The attorney alleges that in early 2007 the pt had several procedures and emergency surgery at a hosp. The pt was first catheterized on (B)(6) 2007. During that procedure, a piece of catheter approx 16mm long broke off and became lodged in the pt's neck. Doctors were unable to remove the piece of catheter when they attempted removal on (B)(6) 2007 for fear that it's removal is too great a risk. The pt now has to take daily medication to avoid blood clots around the catheter and the catheter continues to cause extreme pain and discomfort to the pt on a constant basis.